Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that the cartridge had an air bubble in it. The patient alleged elevated blood glucose levels due to this but did not specify numbers and there were no reported symptoms. This does not meet animas criteria for an adverse event. The patient was advised to tap lightly on the cartridge in an attempt to remove the air bubble but patient unable to clear it. The patient was able to successfully perform the ez prime steps but declined further troubleshooting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.